Manufacturer narrative:
Evaluation summary: the exact cause of the type iii fabric endoleak could not be determined from the images provided. Films returned from 19 months post-implant showed a likely type ii possibly coming from the ima, and the vessel and aaa sac were embolized resolving the endoleak. CT¿s from 34 months post-implant showed possible contrast within the proximal aaa sac, along the right side of the bifurcate ipsi limb just below the flow divider. This location of the contrast was also seen in the non-contrast studies which made endoleak determination inconclusive. Angiograms then confirmed a likely endoleak within the top of the aaa sac coming from the right and posterior side of the ipsi (right) limb origin near the level of the flow divider. The location of the endoleak was 5-10mm below the acutely angulated (30deg a-p) flow divider; stent graft angulation may have contributed to this likely type iii fabric endoleak. No other clear stent graft issues were seen from the returned films that could explain the cause of the endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was treated for a type ii endoleak with embolization. Follow up imaging identified a type iii fabric endoleak. The patient was treated with 2 etlw1616c82ee ¿kissing¿ stent grafts, which met above the flow divider. This reportedly resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.